Manufacturer narrative:
The companion 2 driver has been returned to syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an emergency battery low alarm while supporting a patient. The patient was switched to a backup driver and there was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported intermittent emergency battery alarms were confirmed through review of the patient data file. However, these alarms could not be reproduced as the driver passed all functional testing and did not alarm during a 48-hour extended observation run. Additionally, the emergency battery was individually tested and demonstrated normal capacity and discharge behavior and no permanent faults. The emergency battery is continuously monitoring itself and the emergency battery low alarm is triggered when the emergency battery charge level is less than or equal to 80%, even when the emergency battery is charging and resting. Since each of the four recorded alarms had started and cleared within one second, it is likely that the emergency battery charge was close to 80% at the time of the reported issue and the alarm cleared as soon as the battery had gone above the 80% threshold each time. The companion 2 driver and its emergency battery were both found to be functioning as intended. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.